Event description:
The customer reported the system failed to boot up attributed to a malfunction on button. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.